Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was returned. When the device was evaluated, the reported issue of under infusion was not present during investigation. However, during the pump evaluation, pump alarmed, "drive blocked". The pump frame, inner frame, axle, p2 connecter, loudspeaker, operating unit, membrane, and battery were replaced, and preventive maintenance service was performed. The reported issue of under infusion was not present during investigation. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the pump under infused during testing, not on patient.